Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tape not sticking event on 27-jun-2024. The infusion set was in use for 8 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.